Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On 02/09/2026, it was reported that the patient's dexcom app was showing signal loss 4 days after the sensor was placed on the upper buttocks. It would go out for about 10 minutes and then the egv would return, then he will get a signal loss message again. He didn't check his bg during this time. When he's egv comes back, it will show around 90 mg/dl to 130 mg/dl. He was fine at around 04:00 pm while he was in a car with his parents. He suddenly had seizure. They did not check his dexcom app during this time. His parents brought him to the emergency room (ER). He's has no idea if his bgm and cgm were checked when he arrived at the ER. He said that he was discharged at around 07:00 pm. He said that they only observed him while at the ER and he also had EKG. He was thinking that he might had the seizure due to not eating for a while. Reversal of hypoglycemia was not documented. He was fine after the event. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred frequently between (B)(6) 2026. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 9:35 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to an algorithm detected failure on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the date of the reported event (02/09/2026) several signal loss events were recorded with the longest lasting 30 minutes. The cause of these events could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
B1 adverse event and/or product problem- correction. B2 outcomes attributed to adverse event - correction. (Left blank as this field is for adverse events and this is no longer a adverse event). B5 describe event or problem - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect impact code - correction. H6 health effect clinical code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.